Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that ambisome was hung as a secondary on a primary d5 tubing. It was noticed after the medication was hung that it was backflowing into the d5 bag rather than infusing through the pump channel. The d5 bag was noted to be yellow and full of ambisome, and it seems that the anti-backflow valve on the d5 portion of the line may have malfunctioned. The customer reported no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical devices: baxter 250ml of ambisome; hospira 500ml of dextrose, therapy date (B)(6) 2015. The customer¿s report of check valve failure was confirmed. Visual inspection of the primary and secondary sets showed no anomalies. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly, with the silicone membrane centered. Functional testing confirmed backflow of fluid from the secondary bag into the primary bag indicating a faulty check valve. The failed component was returned to the supplier for additional analysis; supplier testing indicated a pass result with no backflow. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.